Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's unit program 2 stopped working about (B)(6) 2018. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Due to (B)(4) harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of program 2 having stopped working was unknown ("quit working"). As a step taken to resolve the issue, the program was changed. There were no further complications reported or anticipated.